Event description:
I use the libre 3 plus products. I tested the products that I have on hand at the website provided to see if any were recalled. 2 of my libre 3 plus products needed to be thrown away. Last monday I put of a libre 3 plus monitor that was ok by the serial number I checked. Yesterday it quit working. It is serial number (B)(6). Reason for use: diabetes monitoring.